Manufacturer narrative:
After battery installation, the device displayed a critical pump error (open book image) on the lcd screen due to signs of previous moisture presence and corrosion on electrical board inside the battery connectors. Unable to perform the displacement, and self tests due to the critical pump error. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Also the serial number label located between the belt clip rails has rubbed off and become illegible.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had stuck button alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated they did not press a button down for 3 minutes or longer. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.